Manufacturer narrative:
The insulin pump was received with display anomaly due to severely cracked lcd glass. Unable to perform displacement, rewind, seating and basic occlusion due to display anomaly. The pump was received with scratched case, broken belt clip rails and fading serial number label. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of cracked on display. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.